Event description:
On (B)(6) 2012 the reporter contacted animas to report that since using a replacement pump since (B)(6) 2012, the patient had obtained elevated blood glucose readings. The patient did not provide any specific results. The patient noted her blood glucose level would not correct when she took a bolus dose of insulin via the pump, but that her glucose level would drop if she corrected it via a syringe injection. The patient reported she was hospitalized on (B)(6) 2012 due to hyperglycemia and received intravenous fluids and insulin as treatment. Troubleshooting revealed all pump settings, programming, basal settings and date/time were correct. The issue was not resolved. As the patient allegedly suffered blood glucose levels suggesting severe hyperglycemia while using the pump and was hospitalized for treatment, this complaint is being reported.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no activity outside normal use observed in the black box or the pump history. During the reported time period the black box and pump histories show several acknowledged warnings. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues and no alarms occurring. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unrelated to the complaint, the force sensor was found to be out of calibration.